Event description:
Customer reported that the insulin pump reset after a battery change. Customer was forced to reset the time and the date. Customer mentioned that the batteries were out of the insulin pump greater than the duration allowed by the insulin pump. Customer's blood glucose reading at the time of the call was 491 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.